Event description:
Regarding the bd integra syringe with retracting bd precision glide needle; 3ml 25g x 5/8: https://www.bd.com/en-us/products-and-solutions/products/product-page.305269 -many sites have reported two main issues with this product: 1-syringe causing liquid to leak out beyond the plunger 2-the needle is not retracting and they are left in the patient after administration requiring clinical staff to pull them out. Our organization has received numerous reports and this has impacted patient care and quality of treatment being provided. Manufacturer response for 3 ml bd integra¿ retracting safety syringe with, bd integra¿ retracting safety syringe with (per site reporter). No response, so facility pulled the product and stopped ordering.

Event description:
Regarding the bd integra syringe with retracting bd precision glide needle; 3ml 25g x 5/8: https://www.bd.com/en-us/products-and-solutions/products/product-page.305269 -many sites have reported two main issues with this product: 1-syringe causing liquid to leak out beyond the plunger. 2-the needle is not retracting and they are left in the patient after administration requiring clinical staff to pull them out. Our organization has received numerous reports and this has impacted patient care and quality of treatment being provided. I also looked in maude and found 25 reports regarding this product: 25 records meeting your search criteria returned- model number: 305269 manufacturers: becton dickinson report date from: 07/01/2018 report date to: 07/31/2024. Manufacturer response for 3 ml bd integra¿ retracting safety syringe with, bd integra¿ retracting safety syringe with (per site reporter). No response, so facility pulled the product and stopped ordering.